Manufacturer narrative:
The investigation found the headway microcatheter returned kinked at 52cm from the strain relief and broken at the distal end. An in-house guidewire encountered resistance when attempting to advance through the returned microcatheter during the investigation. Further inspection found the lumen coil exposed at the hub joint, which would have resulted in the resistance encountered. The physical evaluation of the device could not identify the conditions or circumstances that led to the exposed lumen coil, but this condition is consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated. The reported event states that the device was further damaged during packaging by the hospital, so the investigation could not determine if the kink and break was present at the time of the reported advancement issue. This event is being reported due to the finding of the exposed lumen braid out of an abundance of caution, as it is deemed that should the event recur, it could potentially cause injury.

Event description:
As reported, it was reported that the hub of the headway duo would not allow a guidewire to advance into it. Additional information indicated that, the device has received a further damage during packaging by the hospital. The microcatheter was stuck against the adhesive on the bio bag. When the device was received for evaluation, the investigation findings found a lumen coil exposed at the hub.